Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose was 124, 191 mg/dl within 11-20 minutes, with a difference of 38%. Patient did not experience any adverse events. No further info has been reported.